Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for interstim - other. It was reported that caller indicated that the patient had the implanted system replaced and the 3093 lead was damaged and a portion of the lead remains implanted. The caller said that the patient has had mris since 2021 when the lead was damaged. The caller did not have other details about the status of the lead. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information.

Manufacturer narrative:
Continuation of d10: product ID: 3093-33, lot# v617801, implanted: (B)(6) 2011, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(6), ubd: 22-dec-2014, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.